Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unspecified procedure, the balloon of this 2.5x20mm maverick2 balloon catheter did not deflate. No other details of the procedure are available. Additional information has been requested and is not available.

Event description:
It was reported that during an unspecified procedure, the balloon of this 2.5x20mm maverick2 balloon catheter did not deflate. No other details of the procedure are available. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received in two sections as a result of a break in the hypotube located approximately 47.8cm distal to the strain relief. An examination of the break site found that the break is consistent with a severe kink having developed in the hypotube. As a result of the break in the hypotube, it was not possible to test for deflation issues. However, a detailed microscopic examination of the proximal weld region confirmed that no focal necking or stretching was present. The outer diameter of the proximal weld region was measured and found to meet specification. The balloon was completely folded and did not appear to have been subjected to any positive pressures. A detailed microscopic examination of the inflation lumen identified no anomalies. The markerband positioning was measured and the markerbands were confirmed to be in their correct positions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).